Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Per IFU# 700-096-004 instability is a known complication following total shoulder replacement surgery and can be multifactorial. Postoperative counseling and care are important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear, infection, instability and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. Infection is a clinically well-known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years.2 upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated ankle. The most likely cause of the reported event is patient¿s conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2014, a (B)(6) y/o, male patient with a bmi of 38.7, underwent implantation of a insert tibia logic psc 4 11 mm. On (B)(6) 2019, approximately 64 months post implant, the patient underwent revision due to infection.